Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020, the patient was initially admitted for a gi (gastrointestinal) bleed. The patient had an enteroscopy on (B)(6) 2020 with active bleeding avm (arteriovenous malformations) now after cautery and 3 clips were placed. It was noted that the device operated as expected. It was reported that the patient had low flow alarms. The low flows were thought to be due to hypovolemia, the patient was discharged home after blood administration and stabilization of their hemoglobin. The patient was noted to be stable at home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastrointestinal bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The reported low flow alarms were confirmed via the submitted log files. Although a specific cause for the reported low flow alarms could not conclusively be determined through this evaluation, the account reported that the low flow events were caused by hypovolemia. A direct relationship between the device and the reported hypovolemia could not conclusively be determined. The submitted controller event log file contained data from (B)(6) 2020 at 15:39:45 to (B)(6) 2020 at 11:54:37. Throughout the captured data, there were numerous events where the calculated flow was below 2.5 lpm, this resulted in 16 low flow alarms and 82 low flow faults. Despite these events, no other atypical events were captured ¿ the only other events were associated with power cable disconnects and pi events. The pump appeared to operate as expected with pump speed at or above the low speed limit for the duration of the log file. It was reported that the patient was admitted on (B)(6) 2020 with gastrointestinal (gi) bleeding and low flow alarms. An enteroscopy was performed on (B)(6) 2020 and confirmed an actively bleeding arteriovenous malformation (avm). The patient was treated with cauterization and 3 clips. Additionally, the low flows were reported to be the result of hypovolemia. The patient was treated with blood administration and stabilization of hemoglobin. The patient was discharged home and is reportedly stable. No product is available for investigation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists hypovolemia as a potential late postimplant complication. This IFU provides information regarding anticoagulation, including the recommended inr values. Additionally, the heartmate 3 lvas IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.